Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The surgeon tried to clamp the tissue but the handle could not be squeezed all the way and the tissue could not be clamped. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.